Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a (B)(6) result on a donor who tested (B)(6), confirmed (B)(6). Data provided: donor 1 generated (B)(6) (34.34 s/co) and (B)(6) confirmatory (B)(6), but then generated (B)(6) (0.35 s/co) 5 days later. Donor 1 was a first time donor. The donor can donate plasma twice a week and both first and second plasma donations are held until the results from the first donation were reported. Donor 1 was then independently diagnosed with (B)(6) by a physician and believed to be truly (B)(6). No plasma units were released for use and the donor is deferred from further donation. No impact to patient/donor management was reported. No specific donor information was provided.

Manufacturer narrative:
Ticket searches determined that there is a normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse and non-statistical trends identified. A retained reagent kit of the complaint lot was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. A systemic issue and/or product deficiency was not identified.